Event description:
Reporter stated that the tubing had become discontented from the port. A port revision was performed with no patient consequence.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the realize band was removed due to a reservoir leak. There was no patient consequence at the time of the call.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the velocity port and locking connector were returned for evaluation. However, it is noted that no tubing (catheter), band/balloon or tubing strain relief were returned for evaluation. An evaluation of the velocity port was performed and it was concluded that velocity port meet specification, therefore without tubing (catheter), band/balloon return it was not possible to confirm the event description. A device history record (DHR) review was performed and no discrepancies were recorded during the manufacturing process in relation to the alleged issue. A review of the manufacturing process was performed and it is noted that all products are 100% leak tested prior to release, therefore it is unlikely that a manufacturing issue contributed to the reported event.